Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported problem. No trouble was found on the system.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 drifted when the doctor let go of the master tool manipulators (mtms). The technical support engineer (tse) reminded the customer per the user manual if the doctor was going to remove their fingers from the mtm grips they should first remove their head from the viewer so the usm is locked preventing drifts. The customer said the doctor does it all the time and this time it drifter more. The procedure was completed as planned with no reported injury.